Event description:
It was reported that there was a broken stylet and wire. The event occurred during the procedure. The steel wire broke when the lead was taken out. The device was not implanted and a different product was used. No diagnostic testing or troubleshooting was done. The stylet broke when they had prepared the lead for implant. The device was not implanted and a different product was used. Patient was alive with no injury. No patient symptoms were reported.

Manufacturer narrative:
Concomitant product: product ID neu_stylet_acc, product type accessory. Evaluation: analysis of the first lead (lot # 0207790894) and its corresponding stylet found ¿the conductor coils were bent.¿ it was reported ¿the stylet wire was bent approximately 34.0 cm from the distal end¿ and ¿the stylet wire was bent at the distal edge of the handle.¿ it was also reported ¿the stylet wire broke 37.4 cm from the distal end¿ and ¿the conductor coils were bent at the location of the break in the stylet wire.¿ it was stated ¿the lead itself was functionally okay; however, there are some bends in the conductor coils.¿ it was reported the issue was due to a ¿procedural non-conformance.¿ it was noted the additional returned accessories in the lead kit ¿were not analyzed as the complaint was not related to them.¿

Manufacturer narrative:
Product ID: 3389-40, lot# 0207038229, product type: lead. (B)(4).

Event description:
Please see manufacturer report #6000153-2014-00039 for information about the other lead/stylet combination that was not used at the time of implant.